Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via phone call high and low blood glucose and hospitalization. Customer was hospitalized once for low blood glucose and another time for high blood glucose. Customer was advised that emergency supplies would be sent out.